Manufacturer narrative:
Complaint sample was received for evaluation: DHR: no anomalies that could be associated with the complaint were observed. Failure analysis: the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. The sheathing of the device is damaged, it doesn't pass the electrical test. However, there is no burnt part on this device, this defect is unrelated to the reported event. Root cause: according to the damages observed on the tube, the reported event is unrelated to the received device. However, these damages are due to an improper handling or cleaning of the device.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 4 reports linked to mfg report numbers: 2523190-2021-00061, 2523190-2021-00063, 2523190-2021-00064. A facility reported that there was the smell of burning from the tube cev647b5 during an unspecified procedure. The device did not work but was in contact with the patient at the time of the event. It is unknown if the patient was injured or if the event led to an increase of surgery time.